Event description:
I am a type 1 insulin dependent diabetic. I am using the now infamous medtronic 670g insulin pump and guardian 3 cgm(continuous glucose monitoring) system. The early hours of (B)(6) 2022, I had a sensor glucose reading of 42 to 47 mg/dl for approximately 3 hours and my pump continued to infuse more insulin. I was using what medtronic calls smartguard. It is suppose to regulate automatically a user's insulin needs. The literature and clinical trial results say the pump/cgm has a target of 120mg/dl. The same sources claim to regulate glucose by delivering "minimal" insulin delivery. They also say that a user of their product must have a total daily dose of at least 8 units of insulin. The pump is capable of zero delivery or as little as 0.025 of a single unit. The morning of the (B)(6) I was getting delivery of insulin even though I was well below the medically accepted low threshold of 70mg/dl. I reported my concern to medtronic and was told this is (per the designs algorithm) and that it is to prevent dka(diabetic ketoacidosis). This is garbage. The (B)(6) medical center says (it's possible for you to be in dka even if your blood sugar is lower than 250. This is known as euglycemic diabetes related ketoacidosis [eudka], and it's not as common.) Even if this was true, a user in a hypoglycemic state would die from the low bg before the dka became an issue. I think this is a problem and a flaw in their design and probably need to be addressed asap. After speaking with 4 separate medtronic representatives and filing a concern on their online contact us form, they seem to not be concerned. They suggest that I just stop using the smartguard feature. This shouldn't be the attitude of a company making medical devices that control a potentially deadly hormone. I will point out the particular pump I found this issue with is a replacement pump from another pump that was subject to a national recall for 2 different manufacturers defects. FDA safety report ID # (B)(4).